Manufacturer narrative:
On (B)(6) 2023, the patient reported no further anal pain during an outpatient visit and the antibiotics were stopped at this time. The anastomotic leakage was considered resolved.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the anastomotic leakage cannot be determined. There was no report of a da vinci product malfunction and thus there is no indication that the device directly caused the reported event. A follow-up MDR will be submitted if additional information is received. A system log showed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted lar procedure, the patient was found with dehiscence on the right posterior of the anastomosis site. As the patient refused an ileostomy surgery, the patient was prescribed with cefpodoxime proxetil 200 twice a day (bid) and metronidazole 500 three times a day (tid).

Event description:
It was reported that the patient underwent a da vinci-assisted lower anterior resection (lar) procedure on (B)(6) 2023 as part of the sp colorectal ide study. The patient was found with dehiscence on the right posterior of the anastomosis site on abdominal and pelvic CT (ap-CT) image on (B)(6) 2023 during a routine examination prior to chemotherapy. The patient had slight anal pain, but the c-reactive protein (crp: 0.41 mg/dl) and wbc(6.36 k/ul) result were not high. The patient was recommended for ileostomy surgery, but the patient refused the treatment. Therefore, the patient was prescribed with cefpodoxime proxetil 200 twice a day (bid) and metronidazole 500 three times a day (tid). The investigator assessed the reported event as to not related to the da-vinci device but possibly related to the da vinci-assisted procedure, and probably related to the patient underlying disease. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: there was no allegation of a malfunction of the da vinci system, instruments, or accessories during the procedure. There were no intra-operative or any other post-operative complications that are related to the reported event. The patient had received neoadjuvant therapy prior to the da vinci-assisted surgery, which includes radiation and chemotherapy. The investigator thought that the patient's tissue may have been weakened by the neoadjuvant therapy, and possibly related to the reported event.